Event description:
On 7/21/95, during coronary artery bypass surgery on a 61-yr-old male pt, the oxygenator on bypass machine was not adequately oxygenating blood during the rewarming phase. The device was returned to the MFR for evaluation. The test results did not identify the source of the difficulty experienced but the qa and mfg personnel were notified.